Event description:
It was reported to philips that system failed to boot suspected os/application issue on a allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hard disk spare part and battery, restored software, and tested the system, which was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).